Event description:
It was reported that the patient presented with auto mode switch episodes due to oversensing. The device will be reprogrammed and patient will continue to be monitored remotely. The patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.